Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - address (B)(6) .

Event description:
It was reported that rigid video laparoscope had abnormal image. The event occurred during inspection for use. There were no reports of patient involvement.